Manufacturer narrative:
Approximate age of device ¿ 1 year and 3 months. The device remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to a decrease in hemoglobin levels. The patient was transfused with 4 units of red blood cells. On (B)(6) 2017, an intestinoscopy revealed upper gastrointestinal bleeding in the jejunum. A clip was applied. The patient was treated with aspirin and plavix. On (B)(6) 2017, the patient left the hospital against medical advice. No additional information was provided.